Manufacturer narrative:
Such event is known and generally caused by a failure to comply with the needle-syringe assembly directions, which are mentioned in the instructions for use. The design of the product, with a built-in luer lock and a double screw tread needle-syringe connection, makes needle disconnection/ejection unlikely to occur as long as the user safely screwed the needle onto the syringe.

Event description:
The event happened outside of the u.s, in (B)(6). According to the received information, when using the syringe to inject the patient with the provided needles, the practitioner experienced a needle ejection due to higher than usual pressure that led him to push harder. No consequence for either the patient or the practitioner was reported. This event is reported considering the possibility that a recurrence of this type of issue can cause a serious injury, despite not being the case here.